Event description:
It was noted that a pt on an atmosair pressure relief mattress experienced a stage ii pressure ulcer on the sacrum after 11 days. The pt was transferred to another pressure relief surface and the pressure ulcer was then reported as stage iii.

Manufacturer narrative:
Follow-up report will be submitted when evaluation is completed.